Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records of the dressings were carried out. This did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Potential causes for the issue experienced are: dressing not applied properly, without creases and fixation strips. Filter/port not adhered to dressing correctly. Connector not correctly fastened and secured to the pump. Tubing trapped, folded over/kinked causing a blockage. The skin site must also be appropriately prepared to ensure that a sufficient seal can be created. Appropriate steps are outlined in the IFU for this product. For example: excess hair should be removed and the wound should be patted dry. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. If the product becomes available in the future, this case may be reopened and reevaluated. We have been unable to confirm the failure mode and subsequently identify a definitive root cause.

Event description:
It was reported that during treatment operation theather staff did not get negative pressure on the dressings. Pico device worked but the dressings did not work. No patient harm reported.